Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy - rash"), skin disorder ("allergy - skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (scheduled). At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, rash, skin disorder, vaginal infection, vaginal discharge, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter and patient demographics were added. Updated essure indication. Lab data added. Event injury nos replaced with dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), allergy, rash, skin condition, vaginal infection, vaginal discharge, hair loss and migraines added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.